Event description:
It was reported that the (12) tim20 were used during a groin dissection procedure. It was reported that the devices were very difficult to squeeze when fired. It was reported by the rep that the devices "chattered and would not fire smoothly." The adjacent tissue was damaged during the firing of the tim20 and an "internl incident" form was filled out. The patient had an extended or time.